Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the cartridge was split. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6. And h.11. The company cartridge was not returned. A photo was provided. The photo was of a cartridge on a white background. The photo was very blurry. The foot tabs were visible which identifies it as a company cartridge. No other details could be discerned due to the quality of the photo. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The pictured was company cartridge. A non-qualified lens model company 40.0 diopter was indicated. The company 40.0 diopter lens is only qualified for use with the company model cartridge as indicated on the carton label and the lens case label. It is unknown if a qualified handpiece and viscoelastic were used. The root cause appears to be related to a failure to follow the (instructions for use) IFU. A photo was provided. The foot tabs were visible which identifies it as a company cartridge, unable to determine which model. No other details could be discerned due to the quality of the photo. A non-qualified lens model company 40.0 diopter was indicated. The company, 40.0 diopter lens is only qualified for use with the company model cartridge as indicated on the carton label and the lens case label. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).